Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and minor damage to the usb port was observed however, the observed damage did not affect functionality of the port. The reader was placed into the reader test fixture to download log. The reader log was downloaded successfully and date/time were set. Performed built-in reader test and the test passed. An extended investigation was conducted. The returned reader was de-cased. An internal visual inspection was performed on the reader's pcba (printed circuit board assembly) using a digital microscope and no signs of damage, burn marks, or other abnormalities were observed. The returned reader's battery was measured to be 3.9v while charging, which was within specification of 3.7v ¿ 4.2v. The returned reader was able to power on with a button press, strip insertion, and usb cable insertion. The returned reader was charged using a new power adapter and a new usb cable, and no evidence of too hot to hold was observed. The customer did not return the adaptor and adc cable. A power consumption test was performed, and the current draw from the returned reader was within specification, indicating the reader was not drawing any excessive current from the battery. Additionally, a thermal inspection was conducted using a thermal camera,; no evidence of hotspots were observed, indicating that no components on the returned reader were heating up to the point of causing thermal damage. The customer did not return the adaptor and adc cable. Reader self-test was also performed to check the functionality of the reader, and a pass message was observed at the conclusion of the test, indicating the reader was fully functional. The returned reader passing all testing, and no evidence of a product malfunction occurring on the reader was observed during the investigation. Therefore, this issue is not confirmed. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.